Manufacturer narrative:
Bard received 17 unopened samples of product code #1365-6 for evaluation. Visual inspection noted that all units were intact upon receipt with no obvious defects or damage observed. The catheters functionally tested by manually bending several times in multiple, random locations. No breakage was noted. The device history record could not be reviewed because the product was packaged in (B)(6) 1976, according to the lot number on the labeling. The manufacturing process includes 100% inspection of the product integrity and length of the catheters. The current process controls are intended to detect this type of failure mode. Based upon the expiration date of the lot number and date of the event, the device was used past the expiration date. The root cause of the reported event can be directly attributed to the device being used past the expiration date. While the polyurethane device is very durable, some degradation of product integrity is expected over and extended period of time. The degradation may be accelerated by storage conditions. The user facility has been notified of this issue and are no longer using the products from this lot number. (B)(4).

Event description:
It was reported that the catheter broke in a pt during a procedure. The broken portion was large enough to be removed by the physician's hang. There was no harm caused to the pt nor did the pt require any additional procedures. A second ureteral catheter from another lot was used without further incident.